Event description:
It was reported that during a drug eluting stenting treatment procedure stent damage occurred. A 3.0 x 12mm taxus express2 drug eluting stent (des) had been selected to treat lesion in an unknown location. The proximal stent strut was "peeled away" causing a "barb". Additional information has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for analysis; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.